Event description:
Right cochlear implant surgery performed approximately 2 years ago. Recently, patient reported pain around cochlear implant, and was treated with IV antibiotics for six weeks. Pt developed fluctuance and swelling over the implants. Removed right cochlear implant.